Event description:
It was reported that an error message was displayed. An angiojet spiroflex was used for a thrombectomy procedure. During the procedure, it was noted that a check for kinks error message was displayed on the console. The procedure was completed with a different device. No patient complications were reported.